Event description:
It was reported that backup vvi was observed on the implantable cardioverter defibrillator (ICD). The device's mode was not set to magnetic resonance imaging (MRI) compatibility settings prior to the MRI procedure. A device download was performed. The issue was resolved. The patient was stable.

Manufacturer narrative:
The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
New information received notes the patient was not dependent on the device for normal function, the patient was asymptomatic and backup defibrillation therapy was available during the event.